Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose value. The customer¿s blood glucose is over 417 mg/dl at the time of incident. The customer¿s current blood glucose value was 294 mg/dl. The customer did not experience symptoms as a result of high blood glucose. The customer treated with the insulin pump. The drive support cap appears normal. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump failed high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the programmed value properly on the display graph. Unit sensor feature working properly. Unit received with cracked case at the display window corners and battery tube threads. Unit received minor scratched display window and case.